Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the right atrial lead exhibited noise. All the other electrical measurements were in range. On (B)(6) 2016, during device changeout procedure, the right atrial lead exhibited insulation anomaly. The physician had repaired the lead insulation and all electrical measurements were in range. The patient was in stable condition prior, during, and post operation.